Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It was reported that the patient developed a post operative infection and subsequently underwent explant of the mesh. No specific device failure has been alleged and culture reports have not been provided. We have contacted the initial reporter to request additional information. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, the explanted mesh was not returned for evaluation. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the surgeon: it was reported that the patient underwent open repair of an inguinal hernia on (B)(6) 2013 with a bard perfix plug and developed a post operative infection. The patient was taken back to the operating room, and the mesh was explanted.